Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. During troubleshooting, tandem technical support (cts) advised the customer to ensure that the luer lock connection was tight and secure. Once the connection was tight and secure, the customer performed the fill tubing process without changing any supplies and successfully resumed insulin delivery. There was no known impact to the customer's blood glucose.